Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed hives all over the torso area. Patient described the rash as red, raised bumps, and very itchy. Patient believed this was from a reaction to medication. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised no longer take hot showers and to use (B)(6) lotion. Patient was also using benadryl and a different heart prescription by the doctor. Follow up indicated that irritation has improved.